Event description:
Pt developed bilateral capsular contractures and possible rupture of silicone breast implants. Pt had a bilateral subcutaneous mastectomies for fibrocystic disease with insertion of silicone implants.